Event description:
It is reported that the patient experienced a debilitating ''blue'' in her vision. Doctor reportedly looked at the lens through a scope during the patient''s visit on (B)(6) 2012 and noticed a ''hologram'' effect. Patient complained of overall problem with vision at this visit. It is reported that the lens would be explanted. It was later confirmed with the abbott medical optics (amo) sales representative that the explant did occur on (B)(6) 2012.

Manufacturer narrative:
The intraocular lens was returned to the abbott medical optics manufacturing facility for evaluation. The visual inspection showed a lens where the optic was received cut in half, which is a condition consistent with a lens that had been explanted from the eye. Scratches were observed that appeared to have been due to customer handling at time of explant. No other optical deviations on the optic parts were found. The intraocular lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process; therefore, no production related cause was determined. A review of the manufacturing records showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 23.5 diopter. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.